Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) lead impedances abruptly increased, remaining within normal limits, and loss of capture (loc) was observed on the presenting electrogram (egm). Technical services (ts) was contacted, and ts discussed programming options. The device and leads remain in service. No adverse patient effects were reported.